Event description:
It was observed that during the device evaluation, the single use 3-lumen needle knife v exhibited the coated portion of the cutting knife had got caught in the tube sheath and been compressed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the exact cause of the reported phenomenon could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.